Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a malfunction. The patient was experiencing erectile dysfunction. No other adverse patient effects were reported.

Event description:
Additional information received on 11/08/2022 as follows: the patient had a titan penile prosthesis placement in 2016. The patient was doing well with the implant until latest visit. When it was mentioned that he was unable to use the implant. During attempted inflation, the scrotal pump would stay deflated after inflation.

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, reservoir, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubing of cylinder 1. A separation, surrounded by abrasion, was noted on the exhaust tubing of cylinder 1 near the strain relief. This was a site of leakage. No functional abnormalities were noted with cylinder 2. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Abrasion was noted on the detached inlet tubing. No functional abnormalities were noted with the detached inlet tubing or connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation in the exhaust tubing of cylinder 1 near the strain relief. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.